Event description:
It was reported that the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power up with two separate batteries. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 04/30/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed to the platform. Functional testing was performed and the reported complaint of the platform displaying a "system error - out of service" message was confirmed during power up of the device. Further inspection identified that the cause of the system error was due to a defective processor pca board. Following replacement of the pca board, the platform performed as intended with no other user advisories or warnings exhibited. A review of the archive was performed and multiple system error 136 (internal parameter corrupted) messages were observed on the reported event date of (B)(6) 2015. Based on the investigation, the part identified for replacement was the processor pca board. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review and is attributed to the defective processor pca board. Following service, the device passed all testing criteria.